Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump received with cracked battery tube threads, cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had battery issues. The patient's blood glucose at the time of call was 14.9 mmol/l. There was also a crack on the battery compartment. The battery issues were not resolved during the call. The insulin pump was returned for analysis.